Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted reprogramming was done, and the rv lead remains in use. The patient was taken to the cardiac catheterization laboratory for a venogram to determine access options, but no revision has been scheduled at that time. The rv lead was later explanted and replaced.

Event description:
It was reported that the patient went into asystole and had a syncopal episode/was unresponsive when the cardiac resynchronization therapy pacemaker (crt-p) was programmed into an magnetic resonance imaging (MRI) safe mode. No rhythm was seen on telemetry. The patient was quickly programmed out of the MRI safe made. The patient resumed normal response and the MRI scan was cancelled. A transmission was reviewed and indicated that the right ventricular (rv) lead exhibited no capture, a history of high thresholds, and unstable thresholds. The patient was relying on the left ventricular (lv) lead for capture and that was why the patient was not symptomatic. It was determined that the right ventricular (rv) lead had dislodged. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.